Manufacturer narrative:
The analyzer's serial number is (B)(6). The customer's qc was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 626 pg/ml. The repeated results were 49.3 pg/ml and 49.1 pg/ml. The repeated result of 49.1 pg/ml was believed to be correct. The questionable result was not reported outside the laboratory. The sample was repeated due to the result not matching the patient's clinical history.

Manufacturer narrative:
A general reagent issue was excluded because the qc before the event was within range based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.